Manufacturer narrative:
Other, other text: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the issue was able to be replicated. If the unit gets interrupted in the dose cycle it will move the time of the next dose. The issue was found that the unit over delivered reservoir zero before the dose finished which interrupted the dose cycle. This is normal function for the pump. It was found in the event history that the first dose was interrupted 3 minutes before the end due to slight over delivery well within manufacturing specifications. The nurse then changed the cassette and started the next infusion. This lead the dose to deliver for just 3 minutes. This was a customer induced issue. The dso sensor will be replaced as a preventative for an unrelated warning in the even history. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that the cadd solis vip pump caused under delivery. The programmed rate had to be changed in order to delivery the left over volume. Additional information received provided that the infusion was a 3 hour dose, 12 hour does cycle as 0.2ml/hr. The pump stated 3 minutes of infusion was remaining. The pump infused for 3 minutes and the rate changed. There were no adverse events reported.